Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self-test and displacement test. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No unexpected battery alarms noted during testing or in the insulin pump trace download. Unit was received with intermittent buttons, problem isolated to keypad assembly. No stuck button alarms noted. Unit was received with connector at printed circuit board properly connected. No damage or moisture damage on keypad assembly noted. Pump error confirmed in insulin pump history with variable (003) due broken trace at keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 4.6 mmol/l at the time of incident. Customer stated that the insulin pump buttons were unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and passed initially. Customer called back to have the insulin pump replaced due to recurring keypad anomaly issue. The insulin pump is being replaced and is expected to return for analysis.